Event description:
A report was received that the patient was having charging difficulties. An x-ray confirmed that the ipg had flipped in the pocket. The patient underwent an ipg pocket revision procedure and the patient was reportedly doing well following the procedure.